Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft, its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The pt tolerated the procedure well and was taken to the recovery room in stable and returned home. It was reported to medtronic that the pt expired three days after returning home. The cause of death was due to a myocardium infarction. The physician did not feel that the event was related to the procedure or the stent graft. The pt has had a history of heart disease.

Manufacturer narrative:
Eval results: pt's condition affected effectiveness of device (pt expired of cardiac arrest).